Event description:
Additional info obtained from the risk manager revealed the pump was set up erroneously. The 100ml aminophylline bag, which was supposed to have been set up to infuse at 30ml/hr was actually attached below the pump at a y connection. Instead of this bag running through the pump at 30ml/hr it flowed in by gravity independant of the colleague pump. The entire bag reportedly infused in 3 hours. No patient injury resulted per the risk manager.